Event description:
It was reported that a user began pump therapy and received automated correction insulin doses following an initial high glucose, after which glucose declined to 54; the user treated with oral glucose, stabilized, then disconnected and shut down the pump and chose to revert to manual injections, with the medical device problem categorized as insufficient information and the device component noted as insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and involved component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.